Manufacturer narrative:
(B)(4). Date sent: 01/05/2022. Additional information was requested, and the following was received: was a leak test performed? No was the staple line visualized endoscopically during the initial surgical procedure? Unknown. How many days postoperative did the leak occur? N/a. Diverted to ileostomy. How was the leak identified? A leak was not detected, he diverted to ileostomy because he was unsatisfied with donuts and staple line and possibly patient anatomy. What was observed at the site of the leak upon reoperation? He diverted to ileostomy how was the leak addressed? Ileostomy. What was the indication for surgery? Cancer. Any pre-op radiation and/or chemotherapy? Yes. What was the purse string technique used? Yes.

Manufacturer narrative:
(B)(4). Batch # u5dy98. (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What was the indication for surgery? Any pre-op radiation and/or chemotherapy? What was the purse string technique used?. Photographic evaluation: during the visual analysis, the following was observed: the first photo shows what appears to be a donut on the hand of the user. The second photo shows what appears to be a donut with a piece of tissue attached. Based on the photos no conclusion could be reached as to what may have caused the reported incident, the assignable cause of the reported complaint could not be determined. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25a device arrived with no apparent damage. Only the anvil half washer was present, cut and there was no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Ensure that the firing trigger is fully squeezed to ensure proper staple formation and cutting of tissue. The event described could not be confirmed as the device performed without any difficulties. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic left colon resection with diverting ileostomy and appendectomy, the 1st assist fired a cdh25p which resulted in incomplete donuts. The 1st assist reported feeling a "pop" upon removing the device from the rectum and during removal felt "as if it was hung up." When closing the powered stapler, the 1st assist reported it was fully compressed but the orange indicator was not in the green space. She compressed more and forced it. The surgeon, unsatisfied with incomplete donuts then used a manual circular stapler which also resulted in malformed donuts. 2 separate donuts with a long attachment of mucus or tissue between the 2 donuts. The manual stapler did not exhibit the normal crunch sound of the washer breaking. Surgeon chose to divert to ileostomy to finish the procedure.